Event description:
It was reported that the ventilator was generating pressure delivery restricted and other alarms while it was connected to a patient. There was no patient harm. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). No parts were returned therefore the investigation comprises of an evaluation of logs from the ventilator and a screen shot that was received. The evaluation of logs confirms the occurrence of the pressure delivery restricted alarms and other alarms that included volume delivery restricted, peep low, respiratory rate high, expiratory minute volume low and patient circuit disconnected. The pressure delivery restricted alarms are many and dominant throughout the entire log but they were intensive during the periods where there was increased leakage. Volume delivery restricted alarms are not as many. Apart from the periods with much leakage, the ventilation volumes to the patient were slightly lower and generally good. The screen shot that was sent had missing calculated ventilation values and it shows that leakage was 60% at the time thus disabling their calculations due to high leakage. There is no performed pre-use check after the event but prior the event the pre-use check and the patient circuit checks were successful. There is no entry in the technical log to indicate a ventilator malfunction at the time. The conclusion is that there is no indication of a ventilator malfunction at the time. The logs show that the reported and other alarms were caused by leakage.

Event description:
Manufacturer reference#:(B)(4).